Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to multiple stations. A technical support specialist dialed into the server and attempted to log into platform evaluation server (pes), receiving an unable to authenticate error. Upon checking the system, tss found that hard disk 3 e drive was nearly full and showing in red. Tss reached out to the enterprise server agent, who confirmed that the drive was bloated. Using space sniffer, tss identified a large archive from 2020 that could be safely deleted but removing it did not free much space. Additional old backup files were then deleted, resulting in 12 gigabytes (gb) of free space on the e: drive. Afterward, platform evaluation server (pes) access was successfully restored, and customer was able to dial in. With approval, tss then dialed into station and verified that the device was accessible. The customer confirmed that the nurse was able to log in and that all stations were functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to authenticate when logging in on multiple units and were unable to access pyxis online. The customer reported that it appeared the entire server was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.